Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05sept2019. Field service engineer (fse) was able to confirm the customer's complaint. The fse inspected the device and replaced the video graphic array controller gui,cpu board and mmi. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the display was abnormal. No patient involvement.